Manufacturer narrative:
(B)(4). Customer provided additional information as follows: "my understanding is this patient has expired and it is unclear as to whether this is related to the cannulae in use. Description of the event: air embolism secondary to cracked r ij cannula inserted >30d" this medwatch was submitted on behalf of the factory under mfg report # 8010762-2017-00141.

Event description:
According to the customer: "details are unknown at this point. Cannulae developed a crack during use... And customer was inquiring as to use of the device. Customer did not initiate this as a complaint. There is a meeting on wednesday the 19th for clinicians to discuss this. More information will be provided as it becomes available" additional information received by the factory on april 27,2017- customer provided additional information as follows: "my understanding is this patient has expired and it is unclear as to whether this is related to the cannulae in use. Description of the event: air embolism secondary to cracked r ij cannula inserted >30d" ref.: #136928, customer ref.: cp-cpl-2017-000279. Note- the MFR report # for this complaint is 8010762-2017-00141.

Manufacturer narrative:
The product was not returned to the manufacturer at this time as the customer made no decision yet if he will agree to return the product or not (refer to gfe attachments). Therefore it was not possible to perform a laboratory investigation. In case the product will be returned at a later date the record will be reopened in order to investigate the returned product. By the event information provided at this time a clinical assessment of the reported event was not possible due to insufficient information. The most probable cause of the reported event is unknown at this time. Thus a device related malfunction could not be confirmed at this time. Since no product malfunction and no systemic issue could be confirmed at this time no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4). The MFR report # for this complaint is 8010762-2017-00141.